Event description:
Pt was implanted with apogee sometime in 2005. She claims she has persistent groin and vaginal pain since then. She began feeling rough edges in the vagina in 2009. The exam revealed a 5mm mesh erosion into the lower posterior vagina and 3mm mesh erosion into the anterior vaginal apex. She has significant pain where the mesh arms inserted into the sacrospinous ligaments. In 2009, these erosions were surgically resected; the mesh arms were incised and the vagina closed. In 2009, she presented with recurrent urinary tract infections and bladder pain. Exam revealed a 1cm erosion in the anterior vagina. Cystoscopy showed mesh erosion into the bladder and a large bladder calculus. She underwent surgery in 2010 to resect mesh from bladder. This was done cystoscopically laser pulverization of 3 cm stone around the mesh, and vaginal excision of the eroded mesh. The anterior vagina was extremely scarred and it provided impossible to resect the mesh in its entirety. Her pain persists.